Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 40 mg/dl. The cause of low bg was unknown. The customer received third party assistance from paramedics, who provided multiple glucagon injections, but this did not address the low bg and the paramedics took the customer to the hospital and they were subsequently hospitalized in the intensive care unit (ICU). The ICU provided intravenous therapy (IV) and fluids of saline to address bg. This event did not cause an injury or permanent damage. Multiple contact attempts were made by tandem technical support to obtain additional information regarding the issue; however, the customer did not respond. No additional patient or event information was available.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.